Event description:
After 23 days of implantation, this pacemaker was explanted because of an infection.

Event description:
After 23 days of implantation, this pacemaker was explanted because of an infection.